Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead underwent a revision procedure about a week post implant, due to perforation identified via pericardial stimulation. It was noted that subsequent loss of capture was exhibited and effusion drainage was not required. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.